Event description:
It was reported that non-sustained right ventricular oversensing was observed via merlin.net transmission. Review of the egm revealed possible myopotential oversensing. It was recommended for patient to be checked for further investigation and programming changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.